Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a percutaneous transluminal coronary angioplasty in the ramus interventricularis anterior, the tip of the pressurewire x, wireless broke and separated inside the patient. The tip was retrieved with a balloon and a snare and the procedure was completed with no adverse patient consequences.